Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module vision acquisition(pmva), pmva cable, e-100 and e-100 cable to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, site was still experiencing e-100 errors even after the e-100 was replaced. Error logs show multiple 25913 errors pointing to communication between the e-100 and the personality module vision acquisition(pmva) during procedures. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found that the issue was confirmed via system logs with error 25913 indicating e-100 failure, but it could not be replicated during testing. Visual inspection did not reveal any physical issues that could be related to the reported event. On a golden system, the e-100 passed 10 power cycles and 50 cut/seal actions without error. The personality module vision acquisition(pmva) was analyzed and found that the issue was confirmed via system logs, but it could not be replicated during testing. Visual inspection did not reveal any issues related to the reported event. On a golden system, the pmva functioned as expected, the system was set to run video test, 10 minutes sine cycle,10 power cycles & left idle for 1 hour. Once the testing was completed, the system logs did not show any errors. The probable root cause of error 25913 may be attributed to an e-100 generator and pmva issue.